Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb) and updated the backlight inverters. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the display on an 840 ventilator was flickering on and off. The ventilator was not in use on a patient at the time the event occurred.